Event description:
It was reported that the catheter "appears to have gotten trapped within the cordi tendini within the right ventricle".

Manufacturer narrative:
The device is in transit to the MFR. Once the device is received, we will conduct an investigation and provide our findings in a follow-up report.